Event description:
New information received notes that programming changes were made and no further inappropriate shocks were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shocks were delivered for suspected supraventricular tachycardia. Programming changes were recommended. No further information available.